Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) displayed low battery. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. In the logs, battery 2 ran for about 70 minutes without alarming. Battery 1 ran for about 1 hour without alarming. The users put the external charger during the transfer by helicopter. The machine was reconnected when arriving on site. The fse tested the batteries and they had a range of 60 minutes each. All functional and safety checks were performed to meet factory specifications. Unit passed all functional and safety test per factory specifications. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.